Event description:
It was reported that when inserting the driver onto the holder the latch was not securely holding the driver in place. Due to this issue, when firing the needle into the breast it was noted that the needle "jumped back" slightly. No injury reported and the biopsy was successfully completed. A field engineer was dispatched to the site and determined that the latch needed to be adjusted to a more horizontal position. Once this was completed the system was working as intended.